Event description:
It was reported that a patient presented to the hospital with abdominal pain. Device interrogation revealed loss of capture on the atrial lead. CT scan was performed and revealed that the atrial lead had perforated the heart resulting in small tamponade. The physician elected to explant and replace the atrial lead. The patient condition was stable after the procedure.